Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced lack of auditory sensation. On (B)(6) 2015, it was reported that the device had only two useable channels for stimulation. Based on the findings it was determined that the device was not providing the intended clinical benefit. The implanted device remains.